Event description:
It was reported that during the procedure, the stylet was unable to advance within the left ventricular (lv) lead. The lv lead was not implanted and was replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of the guidewire unable to advance through the lead was confirmed. As received, a complete lead without the guidewire was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found the inner coil to be kinked/damaged at the s-curve region. The guidewire insertion test couldn¿t be perform due to the damaged inner coil. The cause of the reported event was isolated to the damaged coil found on the lead consistent with procedural damage.